Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing threshold measurements approximately one month following implant. During a revision procedure, fluoroscopy confirmed that this ra lead had dislodged. The ra lead was explanted and a new ra lead was successfully implanted. No adverse patient effects were reported.